Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample revealed a missing red dot on the handpiece connector. The phaco handpiece was connected to a resistance test box which found a measurable resistance from the high electrode to ground. The returned phaco handpiece sample was connected to a calibrated vision system, and system message (sm) [tune failed ¿ handpiece voltage low (short circuit)] displayed when the phaco handpiece attempted tuning. Disassembling the handpiece revealed a twisted low electrode and high electrode. The customer reported event was confirmed through testing, which found a twisted low electrode and high electrode to cause sm [tune failed ¿ handpiece voltage low (short circuit)] to display during tuning. The root cause of the reported event can be attributed to a twisted low electrode and high electrode; however, how, or when the electrode became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that phacoemulsification (phaco) handpieces (hp¿s) did not have any power to break down the cataract on three separate procedures. The hp¿s passed prime/tune but had no power in the ¿sculpt¿ phase. The staff changed the handpiece tip¿s, cartridges and re-primed the lines, with no effective result. The procedures were completed using alternate hp¿s with no harm to patient¿s. Additional information was received indicating there was only one patient involved and not three as stated above. This is the three of three reports for this patient.